Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) received a system error (se) 2240 (air in line) alarm, followed by a cascading se 2367 alarm. This occurred on the homechoice (hc) machine during dwell 3 of 5. A technical service representative (tsr) assisted the home patient (hp) to clear the alarms. There was patient involvement; however there was no adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional information become available, a follow-up will be submitted.